Manufacturer narrative:
.

Event description:
The reporter stated the surgeon inserted an aa4203tf silicone plate toric lens and the lens was torn during insertion. The incision was enlarged to remove the lens which was lost in the field. The wound was sutured after another same model lens was implanted. The reporter was aware that the injector system used is not recommended with this lens.